Event description:
The patient reported the down arrow button is not functioning. Patient stated she noticed this issue on (B)(6) 2010. Verified the button that is not functioning is the button closes to the insulin cartridge. Pt reported the button does pop back up when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.

Manufacturer narrative:
The infusion device was thoroughly evaluated. The soft rubber component of the ground plate, front buttons, and up/down buttons is worn. The up and down buttons do not operate. The printed circuit of the flex connection is interrupted.